Manufacturer narrative:
The insulin pump was programmed with test guardian 3 link and a test transmitter. The pump communicated properly with the sensor and test transmitter. The display showed the calibrate your sensor alarm properly after completion of the warm up. Pump calibrated to the programmed test value, 135 mg/dl and 136 mg/dl, properly and displayed correctly on the display graph. The insulin pump was then programmed for auto mode. The display showed the calibrate your sensor alarm, 130 mg/dl, properly after completion of the auto mode warm up. The pump stayed in auto mode and did not experience any unexpected disconnections during testing. The insulin pump sensor feature and auto mode connection are working properly. No sensor related errors or anomalies were noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 145mg/dl at the time of the incident. The customer reported that the patient keeps getting kicked out of auto mode and there was a scratch on the screen that was preventing him from reading the screen. Customer states they cannot read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.